Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation reproduced the reported symptom of "pumps making noise when off with battery attached - no alarm presents". The device was found to produce a noise when the battery was installed on the device. When the device was in operation, the audio was found to be distorted caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "pump's making noise when off with battery attached - no alarm presents". There was no known patient injury or medical intervention associated with this event. No additional information is available.